Event description:
During surgery to replace the knee joint, the surgeon implanted a left tibial baseplate. It was then discovered that the device was actually a right tibial baseplate. This caused a delay of approximately fifteen (15) minutes and surgical intervention to remove the baseplate and replace with a correct component.